Event description:
It was reported that a patient was to undergo an ablation procedure with a carto® 3 system. There was a map shift. It was also reported that after mapping the left atrium and after performing cryoablation, they remapped with the carto 3 system, and there appeared to be a map shift of a couple of millimeters off. They continued the procedure without resolution. Documentation requested. The medical team noted that no metal was introduced into the field that they knew of. A field service engineer will be dispatched for the unresolved issue and map shift software version confirmed 7.2 (full code unknown) the system did not provide an error. The shift was discovered when we were mapping after the cryo ablation was complete. The geometry was slightly sifted by 2mm. The issue was seen during mapping. The approximate distance was about 2mm before and after map shift. A cardioversion was not performed. The patches looked the same and did not appear to move. No patient consequences were reported. Map shift without error message or cardioversion is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-may-2023, the product investigation was completed. It was reported that a patient was to undergo an ablation procedure with a carto® 3 system. There was a map shift. It was also reported that after mapping the left atrium and after performing cryoablation, they remapped with the carto 3 system, and there appeared to be a map shift of a couple of millimeters off. They continued the procedure without resolution. Documentation requested. The medical team noted that no metal was introduced into the field that they knew of. A field service engineer will be dispatched for the unresolved issue and map shift software version confirmed 7.2 (full code unknown). Device evaluation details: field service engineer (fse) followed up with the account and confirmed that map shift did not reoccur in subsequent cases. The study data, which related to the reported issue, was exported from the system and it was sent to the device manufacturer for investigation. It was confirmed that the reported map shift caused by patient move. Map shift due to a patient movement even if no error message present is a normal or expected response from the system. There was no system malfunction. The issue was related to user error. System is operational . A manufacturing record evaluation was performed for the carto 3 system #11556, and no internal actions related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4), it was identified that the h8 "usage of device" section was mistakenly submitted at initial use of device in the previous report. This has now been corrected to "reuse" as the carto 3 system is hardware.

Manufacturer narrative:
(B)(6) 2023, bwi confirmed that the manufacture date for the complaint device was (B)(6) 2010. The h4 manufacture date field has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).